Event description:
The user reported that the roller clamp does not stop the flow of fluid when closed. The user has been experiencing intermittent leaking of the tubing. The user stated that the sides of the roller clamp seemed to "bow" and the roller wheel tilted sideways when the leaks occurred. The customer reported twelve defective devices with no further clinical information provided for the additional events. No harm or injury reported. This is one of twelve reports for this complaint: 1731504-2011-00346, 00350, 00352, 00353, 00354, 00355, 00356, 00357, 00358, 00359, 00360.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. The device history record and complaint database could not be reviewed as the customer did not provide a lot number. A follow-up report will be submitted when the investigation has been completed.